Event description:
On (B)(6) 2010, stryker biotech learned of an adverse event in the scientific literature: c. Wedemeyer, r. Peppmuller, t. Bredendiek, therapy-resistant, atrophic and septic femoral pseudarthrosis, published in orthopade, 11/2010, doi 10.1007/s00132-010-1698-x. The authors reported that a (B)(6) male pt developed a post-operative subcutaneous haematoma which was evacuated following surgery to treat his persistent femoral nonunion; during the surgery, osigraft was administered and an intra-operative sample tested negative for microorganisms. Subsequent to the evacuation of the haematoma, a fistula developed and a smear from which grew (B)(6). The pt was placed on antibiotics (nos). A f/u CT scan of the femur performed fifteen months after treatment with osigraft showed "bony consolidated fracture with healing of the fistula". The pt was able to fully weight bear with pain, although a slight recurvation position of the femur was still visible. The pt was injured in 2005 and had previously undergone multiple revision surgeries to treat his fractured femur, which had become infected after his initial surgery. Add'l info will be requested from the authors.